Event description:
It was reported that the acculink was being deployed and a copilot was being used. When the lever of the stent delivery system (sds) was pulled back, the sheath was pulled back and the stent jumped forward and was deployed distal to the lesion in an unintended site. Another stent was used to treat the lesion. Reportedly, there were no pt effects.